Manufacturer narrative:
The delivery device has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an ao60 lens got caught and would not come out of the injector during insertion into the capsular bag. The capsule bag was broken. A vitrectomy was performed. The incision was enlarged and the lens was removed. An anterior chamber lens was successfully implanted and the incision was sutured. The patient's most current prognosis: "longer healing time and some corneal haze". The event refers to the patient's right eye. Please reference MDR#: 1119279-2013-00370 for the intraocular lens.